Event description:
Patient (male (B)(6) year old) underwent uneventful pancreatic pseudocyst drainage with the axs-15-10 stent. Approximately two days post procedure, patient developed a pseudoaneurysm which required embolization to control bleeding and necrosectomy of the cyst to remove clot. The physician stated that the cyst collapsed on the inner flange of the axios and appears to have eroded into the gastroduodenal artery. The axios stent was removed on pod 12.

Manufacturer narrative:
Based on the manufacturer's investigation, bleeding was caused by the stent located too close to the gastroduodenal artery and during resolution of the pseudocyst, the cyst collapsed on the flange of the axios with erosion of the artery. There was no report of device malfunction. Review of the product labeling notes a warning related to excessive bleeding (requiring intervention), which is a known potential risk of endoscopic stenting/drainage. Identification of intervening vessels prior to stent placement is standard practice for endoscopic procedures. This complication is a known risk of endoscopic stenting/procedures.